Event description:
The anesthetist reported the illuminator goes out during surgery. This has happened several times. The staff will reboot the system, but it will sometimes go out again. A system message has displayed and the system resets with reboot. Additional information from the surgeon stated he had one case that had significant bleeding in the eye when the system shut down. Ten minutes later when the system came back on the bleeding was even more pronounced. The pt outcome is not certain for this patient. Multiple attempts were made for pt status with no response to date.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The comapany service representative observed the system was connected with an extension cord and the country has frequent electrical shortages and fluctuations. The surgeon takes this system to guam when he performs surgery. The system is returning for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional information becomes available.